Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(4) 2018. A dispensed needle-suture combination and empty opened labeled winding former was sent for analysis. During the visual inspection of sample, the swage and attachment area were as expected. The suture was examined visually along of the strand and no suture breakage were observed; however, there are body fluids on some barbs and the fixation tab was broken of the two sides. In addition, to seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The sample was tested by knot tensile strength and the result was above the minimum individual strength requirement. Per the condition of the sample, no performance - breakage suture was found on the suture and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2018 and used was used. The suture broke during the procedure. No patient consequences reported. No additional information available.